Event description:
It was reported by the clinician that the spring wire guide (swg) frayed during insertion, but was removed intact. As a result, another kit was opened and used. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.